Event description:
It was reported to boston scientific corporation in 2006, that a c.r.e.a balloon dilatation catheter was used during an esophageal dilation procedure on a male patient on the same day, (patient gender, age and weight unknown). According to the complainant, during the procedure the balloon would not deflate. The procedure was successfully completed with this device. The balloon could not be removed from the scope; therefore the scope and device were removed from the patient as a unit. The balloon was cut and removed from the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.